Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available.

Event description:
It was reported the patient's blood glucose level rose to 18.6 mmol/l (334.8 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent and the insertion site was bleeding. As treatment, a new pod was applied and a manual insulin injection was administered.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Inspection of the device found blood on the adhesive pad. The fluid path components were inspected for damages and deficiencies that could contribute to bleeding or bruising at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined.